Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device's switch trigger was not working. There was no patient involvement.

Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: customer reported issue that ¿the switch trigger was not working¿ was replicated through functional testing. The cause of the reported issue was a damaged ¿lemo¿ remote dose connector possibly from the unit having been dropped. The reported issue was resolved by replacing the ¿lemo¿ connector. Device passed all functional and delivery tests after repair activities were completed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.